Event description:
Approximately two months ago we began experiencing 'no-comm' issues with ge wireless dash 4000 monitors running on an 802.11b network. The main software = 6.4, main boot software = 6.3, dash boot software = 6.0, ECG sw = 1a, spo2 = 1599v4.0.0.1. We have been working on a daily basis with ge and our own is networking team. As many as 50% of the monitors have experienced communications issues. The symptom of 'no-comm' causes the data transfer between the bedside monitor and the nurse's central station to lose monitoring capabilities as shown at the central station. At that point only the bedside monitor can alarm and display physiological information. The following is a list of troubleshooting already performed. 1) sent log files to ge for december and january. 2) opened a ge I-trac to dedicate ge engineers and technicians to this problem. 3) replaced the central station in attempts to verify a hardware issue. 4) set up a central station complete with monitors and simulators in a test environment to troubleshoot hardware and is networking. 5) sent several more log files to ge from the grant 6 respiratory dept who have experienced (and made us aware) of a very large number of no-comm (no communications) situations that have affected patient care. 6) received reports from ge engineering who recommended several hardware and networking settings to be verify. 7) coordinated several teleconferences between ge, clinical engineering and is networking groups. 8) set up an alternative switch / hardwired network in a test environment to determine if any hardwired communications or data is being affected. No hardwired devices have experienced any issues. 9) moved 'no-comm' dash monitors to other areas to see if the problem followed them for network vs. Monitor troubleshooting. 10) fully tested the 'no-comm' monitors in a test environment which confirmed the problems. 11) sent more log files of 'no-comm' monitors as verified in a test environment to ge for analysis. 12) have now determined that 'no-comm' problem is spread across all wireless dash areas. 13) have initiated a po to secure ge engineers to troubleshoot on site networking and wireless dash configurations.